Event description:
It was reported that the diagnostic mobile programmer application displayed incorrect data indicating the implantable cardiac monitor (icm) had an electrical reset. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.